Manufacturer narrative:
Product ID, 8703w lot# l37415, implanted: 1996 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient had a diagnosis of a catheter occlusion and underwent a catheter revision on (B)(6) 2013. Prior to the revision, the patient had increased pain and did not feel as though the therapy was working. A catheter access port dye study was done and they were unable to aspirate. It was reported following the catheter revision, the patient "was not overdosed but was very sleepy and could not stay awake and they felt the dose was too much for her at 2.5mg/day." It was reported the health care provider (hcp) was unsure of how much drug the patient had been getting prior to the refill. It was reported the hcp programmed the pump to minimum rate mode for ten minutes but then wanted to increase the dose to 0.5 mg/day. The device system was used to deliver compounded morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.